Manufacturer narrative:
Claim# (B)(4)

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye as a replacement lens. Reportedly, the patient does not have good vision. The surgeon is considering repositioning the lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the event reported within the initial MDR submission was not reportable. Claim# (B)(4).